Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the user being unable to angulate the subject device due to breakage of one of angulation wires. It was confirmed that insertion section was non-olympus, and resistance/standards of non-olympus parts is unspecified. Additionally, the cause of the breakage is unknown, and the root cause of the suggested event could not be identified. The event can be detected and/or prevented by following the instructions for use which state: "3.3 inspection of the endoscope: inspection of the bending mechanisms". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during a diagnostic colonoscopy, one of the internal component wires (that controls the knobs that go up and down and left and right) of the evis exera iii colonovideoscope got broken and it got curled up inside the colon. Thus, the scope could not be straightened in order to be safely removed from the patient. The scope can be moved left to right but could not be straightened out and withdrawn. The issue was reportedly a mechanical malfunction. The procedure was converted to an "exploratory laparoscopic" case, which was performed open. There was no further patient impact reported due to the event.

Manufacturer narrative:
The suspect device referenced in this report was returned to olympus; however, evaluation has not yet been completed. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00412.

Manufacturer narrative:
This report is being supplemented to provide device evaluation results. The suspect device was returned to olympus and the allegation was confirmed. Please see updates to d8, h3, h4, and h10. A thorough functional inspection of the device in its received state to evaluate the condition of the control knobs was performed. The videoscope was securely positioned on a body control unit holder, with the insertion tube placed on a flat surface. To facilitate examination, the insertion tube was elevated using a distal end holder. While elevating the distal end, the control knobs were manipulated in all directions and no movement in the down direction was detected. Subsequently, the grip unit was temporarily disassembled to assess the angle wire's condition. Upon pulling down the grip, the "down" angle wire was found detached from the control section. Furthermore, during the visual inspection, several non-olympus parts on the device were noted and included the following: non-olympus insertion tube, non-olympus light guide tube, non-olympus distal end cover, and non-olympus bending section cover and glue. Additional findings included a result of 0 megaohms for the distal end cover and insertion tube insulation testing, cracked light guide lens, and surface scratches on the plug unit and customer label on scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.